Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex femoral component size e right catalog 00596401552 lot 63790854, articular surface size ef 12 mm height catalog 00596403212 lot 63815847. Report source: (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing allergic incompatibility problems post total knee arthroplasty. Due diligence is in process for this complaint, to date no additional information or product has been received. If further information is received, a follow-up will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined as patient allergy cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional information reported.